Event description:
It was reported that the vertical lift column on the 9900 sys would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyswitch was found in the middle position. The keyswitch was reset during the service call. The sys was tested and found to be working as intended and put back into service.